Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6942 implantable defib lead: (B)(6)1999; 5072 implantable pacing lead: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. Analysis revealed the returned device did not detect any p erformance issues, but the calculated longevity result of 97% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The battery depletion curve equals 98%. The projected longevity at recommended replacement time (rrt) equals 99%.

Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.